Event description:
Boston scientific received information that this right atrial (ra) lead dislodged from its original implanted site. The medical personnel noted that there was loss of capture seen during follow up. This lead has been successfully removed from the patient. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this complete lead was returned. There were setscrew marks noted on the is-1 pin and ring tips. Dried blood/body fluid was also noted in the helix housing and past the window area of this lead. This lead was subjected to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.